Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address, patient contacted (B)(4) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Medical records received. Postoperative diagnosis was listed as hip synovitis with fibrous ingrowth acetabular shell.